Event description:
It was reported that the right atrial lead was not capturing. An x-ray was performed, and it was discovered that the lead was dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.